Event description:
It was reported that the patient presented to the emergency room after falling, feeling dizzy, and passing out. The patient had been having symptoms for "several weeks." The right atrial lead was noted to have intermittent loss of capture, high threshold, and rise in impedance. A fracture was suspected. The device was reprogrammed to a higher output until the lead could be replaced. The replacement procedure was delayed until the patient's urinary tract infection resolved. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Steadily rising lead impedance from around 400 ohms in (B)(6) 2013 up to over 1200 ohms by (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.